Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited user-sensing due to loss of contact. No intervention was performed and the patient will continue to be monitored.